Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing damaged ribbon cable which leads from system to user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would keep resetting. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in this event.